Event description:
During the procedure, it was reported that resistance was felt when advancing the stent in the microcatheter and the stent was prematurely deployed in the microcatheter inside patient. Therefore, both the stent and microcatheter were retrieved. The procedure was completed successfully after changing the devices. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In the case of this complaint, additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, it was prepared and used as per directions for use( dfu) and the anatomy was very tortuous. It is probable that there were some procedural/anatomical factors that contributed to the event; this however cannot be conclusively determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported issue stent deployed prematurely during use.

Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that resistance was felt when advancing the stent in the microcatheter and the stent was prematurely deployed in the microcatheter inside patient. Therefore, both the stent and microcatheter were retrieved. The procedure was completed successfully after changing the devices. No clinical consequences reported to the patient.